Manufacturer narrative:
Tracking #.48691. Ees #.980360/j. D5; h4: information not available, device not returned for analysis.

Event description:
It was reported by the affiliate an ems was used during a prolapse procedure. It was reported the device jammed (staples not delivered). There was no consequence to the pt.